Event description:
It was reported that the external pulse generator was "broken" and that the battery voltage had been checked. Follow-up determinedthat it was believed that the generator did not turn on and that it was not connected to a patient at the time. The generator was returned for service. Per follow-up, there was no patient involvement.

Event description:
It was reported that the external pulse generator was "broken" and that the battery voltage had been checked. Follow-up determined that it was believed that the generator did not turn on and that it was not connected to a patient at the time. The generator was returned for service. Per follow-up, there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the unit was "broken" and that the "battery voltage had been checked" nor that the unit would not turn on. Analysis did find that the bail covers were broken. (B)(4).